Event description:
The ventilator went vent inop and alarmed, during checkout by biomedical engineering dept. There was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech confirmed the reported problem due to a flow sensor failure. The service tech replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator and all tests passed per operating specifications.